Event description:
The customer reported that the indicates that the turbine temperature is overheated. The customer reported that the unit was not in use on a patient. The customer contacted product support and the customer observes the error message displayed on the display. Product support recommended on-site replacement of the rp-blower assy. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Per authorized service personnel (asp) the issue was discovered during testing. The asp replaced the blower to address the reported issue.